Event description:
It was reported that the lead showed sensing of r waves < 2 mv. The lead was capped and replaced. There were no patient complications reported as a result of this event. An attorney letter further alleged that the patient's "faulty device" resulted in the patient received a number of unnecessary shocks. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead showed sensing of r waves < 2 mv. The lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.